Event description:
The customer initially called to get help with the programming of the insulin pump. The customer then stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer's doctor felt that the customer also had an infection because his white blood cell count was very high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer asked to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.